Event description:
Heal-laa study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 33 mm. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban and clopidogrel the following day. 108 days post procedure the patient was hospitalized for recurrent atrial fibrillation. The patient underwent electro-cardioversion in response to this event. The same day, transesophageal echocardiogram (tee) imaging was performed. The tee imaging showed that there was a closure device leak. Four (4) days later the patient was started on apixaban with continued intake of their clopidogrel medication. The patient did not experience any complications as a result of the event and was discharged from the hospital.

Event description:
Heal-laa study. It was reported that there was a device leak. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 33 mm. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban and clopidogrel the following day. 108 days post procedure the patient was hospitalized for recurrent atrial fibrillation. The patient underwent electro-cardioversion in response to this event. The same day, transesophageal echocardiogram (tee) imaging was performed. The tee imaging showed that there was a closure device leak. Four (4) days later the patient was started on apixaban with continued intake of their clopidogrel medication. The patient did not experience any complications as a result of the event and was discharged from the hospital. It was further reported that the size of the device leak was 3mm. It was further reported that the patient underwent a coil closure procedure to treat the device leak that was present.

Event description:
Heal-laa study it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 33 mm. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban and clopidogrel the following day. 108 days post procedure the patient was hospitalized for recurrent atrial fibrillation. The patient underwent electro-cardioversion in response to this event. The same day, transesophageal echocardiogram (tee) imaging was performed. The tee imaging showed that there was a closure device leak. Four (4) days later the patient was started on apixaban with continued intake of their clopidogrel medication. The patient did not experience any complications as a result of the event and was discharged from the hospital. It was further reported that the size of the device leak was 3mm.